Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging he obtained an error 2 message on his onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported he obtained the alleged error message on (B)(6) 2014. The patient manages his diabetes with oral medication, diet and/or exercise. He reported, in response to the message he obtained, consuming less food/drink. He also reported, ¿right after [the] issue occurred¿, he developed symptoms of ¿sweating¿ and ¿believes blood pressure went up.¿ the patient denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca noted that the subject meter was being used for the first time and there had been no trauma/misuse of the meter. The cca also noted, however, that the patient did not have testing supplies with which to test the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.